Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4). The provider states the chair has a broken side frame weld on the drive wheel axle mount.